Event description:
It was reported that the collimator on the 9800 system closed down during a case. The 9800 system had to be rebooted and the procedure was completed without further incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ffb board was replaced during the service call. The system was tested and found to be working as intended and put back into service.